Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's internal battery was not charging. There was no harm or injury reported.